Event description:
It was reported that impedances were slightly high on segments 9a and 10a on the right side implant. There are no signs or symptoms being shown by the patient due to this at this time. When the impedance test was performed at 1ma, the contacts showed as "investigate." Monopolar impedances were showing >5k. The physician disconnected the extensions from the battery, did a wet and dry clean of the contacts, and reconnected. This did not resolve the issue. Physician disconnected the extensions from the leads, did a wet and dry clean of the contacts, and reconnected. The issue was not resolved. In order to try to determine if it was the lead or the extension, the leads at the head were swapped and repeated the impedance check. The issue showed then on the opposite side of the head. Switched the leads again and conducted an impedance check but this time with automatic increase selected. Following, then able to see the actual values of the impedances. The numbers were just slightly over 5k for on segment and just over 6k for the other. The clinical team decided not to replace the lead as they felt that the impedances could be worked around clinically. The cause of the issue remains unknown.

Manufacturer narrative:
Continuation of d10: product ID b3300533m lot# serial# unknown implanted: (B)(6) 2024 explanted: product type lead product ID b3400095m lot# serial# unknown implanted: (B)(6) 2024 explanted: product type extension section d information references the main component of the system. Other relevant device(s) are: product ID: b3300533m, serial/lot #: unknown, ubd: UDI#: product ID: b3400095m, serial/lot #: unknown, ubd: UDI#. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.